Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if new information becomes available. (B)(4).

Event description:
Customer state via reg/maude report: a pleurx catheter was inserted. Approximately 14 days later, the patient complaint of discomfort and elevated wbc presented with minimal drainage since insertion. Pleurx catheter removed but retained piece of catheter was left in the patient. Two days later, the patient went to surgery to remove retained pleurx catheter. What was the original intended procedure? Vats- video=assisted thoracoscopic surgery with bronchoscopy. Device usage problem: device failed (e.g. Broke, count' get it to work or stopped working) device usage problem: other. Device usage problem: device mal. Patient is a (B)(6) years old male who is (B)(6).